Manufacturer narrative:
There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon insertion prior to use. The product was prepped properly according to the instructions for use (IFU). There was no info provided regarding contrast or the contrast to saline ration used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the pt. No additional info was available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, the physician used a powerflex p3 8 x 4 mm 80 cm balloon catheter to post-dilate the residual stenosis for 30 sec at the rated burst pressure and removed the catheter for further angiography. However, during removal, the balloon catheter shaft became stuck in the 6 fr. Terumo catheter sheath introducer (csi) and could not be pulled back any further. Two additional attempts to inflate and deflate the balloon catheter were made, but the device could still not be pulled back. The physician confirmed a satisfactory angiographic result was obtained using the balloon catheters guidewire lumen and the balloon catheter and the csi were successfully removed as a unit. The procedure was completed successfully. There was no reported pt injury. The target lesion for the procedure was the left subclavian vein approx three (3) cm distal to the bifurcation from the aorta to brachial. The target lesion was reported to be: mildly calcified, tortuous, and a 70% stenosis. The lesion was first dilated using a powerflex p# 7 x 4 balloon catheter for 30 sec at the rated burst pressure. The access site for the procedure was the left brachial.